Event description:
Procedure: gastrectomy. According to the reporter: during use, the tip of the instrument was chipped. The device was used in angle or cross direction. Another device as used. The broken piece was retrieved. There was no bleeding or tissue damage reported. The procedure was not extended more than 30 minutes. No patient info available. The device was recognized by the generator and activated.

Manufacturer narrative:
(B)(4). (B)(4).